Event description:
Customer stated "sparks came out of control" product was returned for investigation. Upon further investigation into the complaint, the inspector had found that the customer was not using the product properly. The cord was severely twisted, and it appeared as though the customer had been bending the cord at the switch, causing it to crack. IFU states "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.